Event description:
It was reported by the plaintiff¿s attorney that the plaintiff was implanted with a sparc sling system on (B)(6) 2008 with the intention of treating her stress urinary incontinence. It was alleged the plaintiff suffered serious bodily injuries, including, but not limited to, pelvic pain, infection, urinary problems, significant mental and physical pain and suffering, mental anguish, emotional injury, vaginal pain, permanent and substantial physical deformity, has required add¿l medical treatment, permanent instability, loss of balance, and permanent injury.

Manufacturer narrative:
Lawyer-filed report- (B)(4). Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.